Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2008 and a revision procedure on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, lack of mobility, loss of range of motion, loosening of the stem, elevated metal ion levels and metallosis. A review of invoice history cannot confirm the alleged surgery dates. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown, manufacture date ¿ unknown.

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on an unknown date and a revision procedure on an unknown date due to patient allegations of pain, swelling, inflammation, lack of mobility, loss of range of motion, loosening of the stem, elevated metal ion levels and metallosis. A review of invoice history cannot confirm the alleged surgery dates. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.